Manufacturer narrative:
No device was returned to for evaluation. Further, operative notes and/or radiograph images were not provided for review of usage/technique. The patient's bone quality and post-op physical activity is unknown. Based on the information obtained, the complaint was unable to be confirmed and a definitive root cause was unable to be determined with the information provided; however, implant selection and placement may have caused or contributed to the event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper election can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
It was reported that on (B)(6) 2024 posterior fixation was performed at t12 and an extreme lateral interbody fusion was performed from l1 to l3. The procedure was completed with no issue. Subsequently, on a unknown date, it was discovered prior to a secondary posterior fixation procedure the interbody spacer at the l2/l3 level had backed out. On (B)(6) 2024 a revision surgery was conducted. The migrated cage was replaced and additional screws were added to the construct. No additional impact was reported. No additional information is available.